Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of "pain and sensation increase/decrease" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and sensation increase/decrease.

Event description:
Patient reported left side "burning" and "sticking sensation." Manufacturer of the device is unknown. Device has been explanted and discarded after surgery.